Manufacturer narrative:
Dog chew marks were noted on the casing in reservoir tube lip area. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was falling out of the insulin pump. The customer stated their dog chewed up the insulin pump. Customer's blood glucose was 156 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.